Event description:
User experienced imprecision on the analyzer. The following discrepant results for b12 were provided. Sample 1, initial result was 220.7, repeat results were 30.00 and 210. Sample 2, initial result was 30.00, repeat results were 929.7 and 30.00. No info was provided to determine if the discrepant results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.